Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16405. It was reported the pt stopped feeling stimulation, and the stimulation amplitude auto-reduces. Diagnostic testing revealed invalid impedance reading on multiple lead contacts. Reprogramming was unable to resolve the issue. The pt will have x-rays taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.